Event description:
It was reported that during insertion of the iab through the sheath, the tip of the balloon began to bunch up, and the iab could not be advanced fully. As a result, the iab was removed. There were no additional complications.